Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the apollo displayed "reinstall vent" during use and was not able to deliver the set volume in ventilation mode. Manual ventilation had to be selected. There was no patient injury.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was carried out based on the available information and the electronic device logfile. The replaced valve plate has been requested for investigation but was not available. The logfile analysis revealed that there was a too low (negative) pressure inside the ventilator piston leading to the reported symptom. Since no further information has been provided and the replaced valve plate was not available for investigation, the exact root cause for this low pressure could not be finally determined. The logfile revealed that the case in question was started at 9:52am using man/spont and continued using volume mode from 9:56am. Immediately following, a too low (negative) vacuum pressure was detected and a reinstall vent alarm was given accordingly. In the following, the user switched several times between man/spont and volume/pressure mode, without any improvements. From 10:11am, the ventilation was continued using man/spont and the unit was switched to standby at 10:39am. The vacuum pressure is traced by pressure sensor and after falling below the limit of -80 hpa, the device alarms as specified reinstall ventilator, as it was in this specific case. This alarm indicates a restricted ventilation capability of the ventilator, the possible causes can be e.g. A missing or incorrect assembled upper diaphragm, a leaky elbow nozzle or a disturbed vacuum pressure measurement. In all cases automatic ventilation is restricted. Manual ventilation as well as monitoring functionality is not affected. The ventilator diaphragm is a detachable component and typically removed for cleaning and disinfection and re-installed after reprocessing by user. An incorrect assembly is widely prevented by the mechanical design of the housing, the diaphragm and the breathing system. Nevertheless, an incorrect assembly cannot be ruled out totally. Since the symptom has not reoccurred in this case, an incorrect assembly of the breathing system seems to be the most likely root cause. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.